Manufacturer narrative:
Product event summary: performance data was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The device was also returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.